Event description:
It was reported by a representative from austria, that a revision surgery as done due to a creo mis locking cap loosening at t11 post-operatively.

Manufacturer narrative:
Both the device and imaging were returned for evaluation. Imaging provided shows a dislodged locking cap. Visual evaluation of the device shows regions of wear and abrasion to implant surfaces, consistent with normal use. The device appears to function as expected and assemble nominally into the screw head. The exact cause of the reported issue could not be determined.

Manufacturer narrative:
Both the device and imaging were returned for evaluation. The exact cause of the reported issue has not yet been determined.

Event description:
It was reported by a representative from (B)(6), that a revision surgery as done due to a creo mis locking cap loosening at t11 post-operatively.